Event description:
It was reported that during an unrelated spinal procedure, the catheter was inadvertently cut. It was said the catheter was then trimmed and tied off at the 32 centimeter mark, coming from the pump to the spine side. It was also noted, there was no catheter going into the intrathecal space. The provider then inserted a new spinal segment and spliced it to the existing catheter. The provider tied off the catheter, left the drug in the pump, and set the pump for a minimum rate. The patient experienced a lack of therapy. The pump was delivering bupivacaine and morphine. It was reported one week later, that the patient was receiving effective therapy again.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).